Event description:
A product problem was recently reported on our medical linear accelerator. The front cover of the gantry had became loose due to torn out mounting holes. While the gantry was rotating during treatment setup, one of the mounting screws fell out and a (female) patient was hit by a screw but no injury was reported. The cover was being held by one screw. Root cause on this issue has not been identified and it is currently being investigated.